Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder procedure, the threads of two (2) 'titanium twinfix' anchors were deformed and fractured. All fragments detached from the device as a result of the fracture were removed using tweezers. The procedure was completed with a surgical delay greater than 30min using a smith and nephew back up device into an additional bone hole drilled. A void was left in patient. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor found that no burrs, cracks, or contamination is allowed. A certification of compliance to material and processing specifications is required. A visual inspection of the returned devices found that they are not in their original packaging. Both devices have been deployed, and the anchors are severely deformed and the threads are fractured. There is debris on both devices. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided image found labelling confirming the product identification information. The images show two different deployed anchors, and both are severely deformed with fractures in the threads of the anchor. This case reports the threads of both anchors were deformed and fractured during use internal to the patient in a shoulder joint procedure. Reportedly, a smith and nephew backup device was used to complete the surgery in an additional drilled hole with a greater than 30-minute procedural delay, and a void was left in the patient. No further complications were reported. No patient harm has been alleged. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.